Event description:
It was reported that during the four-year post-operative follow up appointment minimal paravalvular leak (pvl) was noted. Approximately one year later, at the five-year post-operative follow up appointment the pvl was trace. Again at the six-year post-operative follow up appointment the trace pvl remained unchanged. Per the physician, this was "early degeneration", specifically calcifying degeneration was identified. The patient remains asymptomatic. No treatment reported and intervention was not required. Additional information received indicated that a transesophageal echocardiogram (tee) performed approximately 6 years and 6 months f ollowing the valve implant had identified low grade posterior paravalvular leak (pvl). A computed tomography (CT) approximately 1 month later identified aortic valve leaflet calcifications. Prosthetic valve stenosis was reported with probable prosthetic degeneration. The patient now experienced weight loss, fatigue, and dyspnea with the ¿slightest¿ exertion. Treatment was not provided, and intervention was not scheduled.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b1, b2, b5, d4, h1, h6 h1: new information supported the update report type from malfunction to serious injury. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that approximately 7 years and 7 months following the transcatheter valve implant, an additional transcatheter aortic valve was implanted to revise the existing transcatheter valve. The aortic stenosis event was reported to have resolved on this same intervention date.

Event description:
Additional information received indicated that following the revision procedure of the non-medtronic transcatheter valve implanted within the medtronic transcatheter valve, acute ischemia of the right lower limb occurred. This was the result of the occlusion of the common femoral artery following the percutaneous closure site of the non-medtronic valve. This occlusion was treated with a right femoral-popliteal thrombectomy via the femoral approach. This lower limb ischemia resolved the same date as occurrence. Following the implant of the non-medtronic valve an unspecified atrio-ventricular block developed. As result, two days following the non-medtronic transcatheter valve a permanent pacemaker was implanted. The atrio-ventricular block event was reported as resolved with no sequelae the same date as the permanent pacemaker implant.

Manufacturer narrative:
Continuation of d10: product ID unknown dcs; product lot/serial number unknown; product type: delivery catheter system; implant date n/a; explant date n/a product ID unknown transcatheter valve; product lot/serial number unknown; product type: heart valve; implant date (B)(6) 2025; explant date n/a updated data: b5, d10, h6 note: the reported adverse events in b5 occurred with use of the non-medtronic valve system and active valve. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b2, b5, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that hospitalization was required as result of this event and revision. The patient was di scharged 6 days following admission. The new active valve was a non-medtronic transcatheter valve.

Manufacturer narrative:
Updated data: h6 - annex b. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.